Manufacturer narrative:
A complete investigation was not able to be performed as no product code, lot number or sample was provided. Per the study, implantation of f/b-evar in patient with failed previous evar is a challenging undertaking that can be performed safely with a high technical success and low reintervention rates. Device not returned.

Event description:
Received an article titled technical approach and outcomes of failed infrarenal endovascular aneurysm repairs rescued with fenestrated and branched endografts. Purpose: to report the outcomes and discuss the approach to rescuing previously failed infrarenal endovascular aneurysm repairs with fenestrated/branched endografts (f/b-evar). Method: a retrospective analysis of prospectively collected data of consecutive patients with failed evar rescued with f/b-evar at our institution from november 2013 to march 2019 was conducted. Per the article a death occurred within the study period.